Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an infusion set bent cannula event on 01-mar-2026. The event occurred within one day of insertion. The insertion site was lower back. The infusion set was in use for one day. The patient's blood glucose level was 500 mg/dl and was treated with insulin pens. No further information available.